Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that the insulin pump had blank display after receiving various failed battery test. Troubleshooting was done. Customer's blood glucose was 110 mg/dl. The customer was assisted to run self test and test passed. Customer's recent blood glucose was 250 mg/dl and treated with manual injection. Advised the customer that battery cap would be replaced. No further information provided.